Event description:
This complaint has been reviewed for the information the manufacturer received "the unit stopped after uno" and will be reported as a product problem. Although there was no patient harm or injury, as the events do not meet the definition of a reportable serious injury complaint per the FDA regulations (21 cfr 803) this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. A report will be filed with all applicable regulatory agencies.